Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2gj9a); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient said their device was getting replaced due to "it was already out. It had become expired". Further information was provided from the rep on 2026-mar-18 that the reason they got the revision was that the patient had a lead and ins issue. The patient's battery was sitting cockeyed and the battery tipped so instead of being flat to the skin, it was running like perpendicular to it. The caller did not know when the ins issue started. The lead was also revised due to a fall. The caller did not know when the issue with the lead occurred.